Event description:
It was reported that the boston scientific representative had called me to review the ventricular tachycardia (vt)/supraventricular tachycardia (svt) episodes. There was undersensing on the ventricular channel due to low detection and sensitivity at 2mv. It was suspected that there was right ventricular (rv) lead dislodgement, however there is no confirmation. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was not dislodged, and it was confirmed by x-ray imaging. Ts stated that it appeared the high-power consumption could be the result of atrial fibrillation (af) sensing and rf overuse and recommended to resolve the rf usage issues, which could improve the longevity. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section e initial reporter and h6 device codes.

Event description:
It was reported that the boston scientific representative had called me to review the ventricular tachycardia (vt)/supraventricular tachycardia (svt) episodes. There was undersensing on the ventricular channel due to low detection and sensitivity at 2mv. It was suspected that there was right ventricular (rv) lead dislodgement, however there is no confirmation. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was not dislodged, and it was confirmed by x-ray imaging. Ts stated that it appeared the high-power consumption could be the result of atrial fibrillation (af) sensing and rf overuse and recommended to resolve the rf usage issues, which could improve the longevity. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d4 lot number, serial number and unique identifier (UDI) #. This report contains additional information in section b5 describe event or problem, section e initial reporter and h6 device codes.

Manufacturer narrative:
This report contains correction in section a1 patient identifier, a2 date of birth, age at time of event, unit of measure - age, sex.. This report contains correction in section d4 lot number, serial number and unique identifier (UDI) #. This report contains additional information in section b5 describe event or problem, section e initial reporter and h6 device codes.

Event description:
It was reported that the boston scientific representative had called me to review the ventricular tachycardia (vt)/supraventricular tachycardia (svt) episodes. There was undersensing on the ventricular channel due to low detection and sensitivity at 2mv. It was suspected that there was right ventricular (rv) lead dislodgement, however there is no confirmation. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the lead was not dislodged, and it was confirmed by x-ray imaging. Ts stated that it appeared the high-power consumption could be the result of atrial fibrillation (af) sensing and rf overuse and recommended to resolve the rf usage issues, which could improve the longevity. No adverse patient effects were reported.

Event description:
It was reported that the boston scientific representative had called me to review the ventricular tachycardia (vt)/supraventricular tachycardia (svt) episodes. There was undersensing on the ventricular channel due to low detection and sensitivity at 2mv. It was suspected that there was right ventricular (rv) lead dislodgement, however there is no confirmation. This device remains in service. No adverse patient effects were reported.